Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-33, lot# va0rrac , implanted: (B)(6) 2015, product type: lead , ubd: 29-dec-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that device stopped working and when they went to check, they found device was not working for a while and the leads were not in proper place in "ladder part of december". Patient also mentioned it was not working for a while prior to the discovery in december. Patient reports however, device is no longer medically necessary as bladder issues have subsided.